Manufacturer narrative:
Surgery for fixture removal from tibia due to lack or loss of osseointegration. No clinical signs were reported. The procedure took place in (B)(6) on (B)(6) 2025. The most probable root causes are lack or loss of osseointegration and off-label use.

Event description:
Surgery for fixture removal from tibia due to lack or loss of osseointegration. No clinical signs were reported. The procedure took place in oslo, norway on j(B)(6) 2025.